Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit has failed the rotor alarm test during testing.¿ the unit was triaged and the reported issue could not be confirmed at this time; the unit was connected to a feed/ flush set and allowed to run. The unit passed. The unit was then connected with a recertification set. The unit passed re-certification test. This unit has been tested and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report states that the unit has failed the rotor alarm test during testing. No patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report states that the unit has failed the rotor alarm test during testing. No patient involved.